Manufacturer narrative:
(B)(4)

Event description:
It was reported "the provider was placing the device. They were able to get the needle in the artery and realized the flash of blood came back through the tubing and the tubing was cracked so the blood was leaking out. This happened with 2 devices on the same patient. They did not attempt a third arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00347.

Event description:
It was reported "the provider was placing the device. They were able to get the needle in the artery and realized the flash of blood came back through the tubing and the tubing was cracked so the blood was leaking out. This happened with 2 devices on the same patient. They did not attempt a third arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2025-00355 and 9680794-2025-00347.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.